Event description:
It was reported that the patient's blood glucose levels reached 300 mg/dl while wearing the pod for less than 1 hour. The patient received a pod hazard alarm. When removed from the infusion site (leg), the pod's cannula was found bent. The pink slide was reported not to move.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.